Event description:
As a in-patient I was being treated for uti, but was also suffering from fluid on my legs, to the point they blistered. One blister was being treated, as it had opened. Iodine gel, was applied to my skin for the first time and what happened I took photos of before and after. The damage will not heal to what it looked like before.